Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports of programming a bolus which did not deliver. Customer awoke with blood glucose of 600 mg/dl. Customer did troubleshooting on her own and reports that insulin did not exit. Customer's blood glucose at the time of call was 543 mg/dl, which was treated with manual injection. Customer did not want to troubleshoot with representative as she states that she is not comfortable with insulin pump. Customer was advised that insulin pump would be replaced. No further information provided.